Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 78mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on the electronic assembly. The device had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.